Manufacturer narrative:
Batch review performed on 03-feb-2020: lot 162977: (B)(4) items manufactured and released on 02-aug-2016. Expiration date: 2021-07-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Clinical evaluation performed by medacta medical affairs director: hip revision surgery performed 1 year and 10 months after cementless total hip arthroplasty in a (B)(6) years old man due to failure of secondary fixation. Reportedly, osseointegration never took place. No information concerning patient general health status, activity level and comorbidities is available. The partial image provided does not allow a proper clinical evaluation. The reason of this event cannot be determined.

Event description:
Revision surgery performed due to pain and not osseointegration of the stem after about 2 years from the primary surgery.